Event description:
A malfunction error occurred on this pump during patient use. Patient attempted to reset the pump and thought it was infusing ok. When the nurse made a patient visit the following day she noticed the bag was still full. She attempted to trouble shoot the pump. A review of the program appeared correct except no doses had been delivered because the bag was still full. The patient missed 24 hours of pencillin. Pump was replaced and the patient received treatment without further incident. No patient injury has been reported at this time.